Manufacturer narrative:
Additional information received indicated that after placement of the left ventricular assist device (lvad) and temporary rvad, the patient had a period of altered mental status with minimal voluntary movements despite aggressive weaning on sedative infusions. The patient eventually became more lucid the week of (B)(6) 2017 and was responding to commands and able to communicate using visual tools. Neurology and psychiatry were actively involved throughout the patient's course. The patient was treated for pain with scheduled narcotics and also had significant anxiety which was primarily treated with zyprexa and lower dose scheduled benzodiazepines. On the morning (B)(6) 2017, the patient had an acute change in neurologic status and pupils were fixed and dilated. An emergent computed tomography (CT) head scan was performed which demonstrated a large intraparenchymal hemorrhage with midline shift and herniation. Neurology and neurosurgery were both consulted and both services agreed that CT scan demonstrated herniation. After discussion with the patient's mother, the decision was made to withdrawal support. It is unclear if the death was directly related to the pump. The pump remains implanted post-mortem. No further information on this event will be provided. Added additional codes to better reflect the reported event. After further review of additional information received the following sections have been updated accordingly. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. Patient's with certain risk-factors such as, smoking, cardiovascular disease and hypertension may have an increased likelihood of stroke occurrence. The most likely root cause of the stroke is the patient's medical history and comorbidities and anticoagulation therapy. There are patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient suffered from a stroke and subsequently expired. No further details were provided.